Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving dilaudid 20 mg/ml at 4.601 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2016 during a pump replacement, the catheter was replaced intraoperative due to an inability to aspirate cerebrospinal fluid (csf). Initially, the healthcare professional was unable to receive csf at the pump segment, then at the spine segment. When the catheter was removed on (B)(6) 2016, the surgeon reported a pocket of csf was present, indicating a csf leak. The patient was objectively asymptomatic and under general anesthesia at the time of event. Pre-operatively, the patient denied signs and symptoms of withdrawal or effect/benefit from therapy. The patient had not had any recent dose adjustments or increases. There were no known issues that may have contributed to the event. The attempts to aspirate the catheter at both pump and spinal segments was attempted prior to the surgeon's decision to remove catheter and replace with a new one. The issue was resolved at the time of report. The patient¿s status at the time of report was alive ¿ no injury. The cause of the catheter issue was not determined, it may have pulled out.

Event description:
Pre-operatively, the patient denied signs and symptoms of withdrawal or loss of effect/benefit from therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.